Event description:
It was reported that patient had a right total knee arthroplasty on (B)(6) 2006 and was revised on (B)(6) 2007 due to loosening of the femoral component.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.